Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that since the implantation of the align sling, the patient experienced new bladder problems, urinary tract infections, bowel prolapse, and two bladder prolapses. The patient has since had a hysterectomy performed as well as an anterior repair and bladder stitch. The patient was waiting for an appointment for her new prolapse and bowel problems.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product catalog number for this align (r) urethral support system product is unknown. Therefore, the associated labeling cannot be identified to review. Although the product catalog number is unknown, the align (r) urethral support system ifus are found to be adequate based on past reviews. Patient code: 2564. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that since the implantation of the align sling, the patient experienced new bladder problems, urinary tract infections, bowel prolapse, and two bladder prolapses. The patient has since had a hysterectomy performed as well as an anterior repair and bladder stitch. The patient was waiting for an appointment for her new prolapse and bowel problems.